Manufacturer narrative:
The report of pump stoppages was confirmed based on the evaluation of the submitted log file. The log file captured multiple low speed and pump stop events while the patient was supported using the patient cable and power module. Based on our complaint history and similarly reported events, the data captured in the log files is potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned driveline. Approximately 17 inches of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on vad support with no further pump stop related issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 2 years and 5 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a driveline disconnected alarm occurred. Log file analysis revealed pump stoppage events, and x-ray images revealed an area of concern on the portion of the driveline external to the patient. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The patient was asymptomatic. No additional alarms were reported, and no additional information was provided.